Event description:
It was reported that unspecified bd¿ tubing separated during priming. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the tubing set separated during priming. Event description per email states: we have another tubing set that this has occurred with. Same issue. I do not have the lot number or the packaging as it was mixed in the trash with other waste. Tubing was primed with saline before it separated in two pieces.

Manufacturer narrative:
H.6. Investigation: one used primary set, model and lot unknown, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's middle smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that tubing separated in two pieces was verified. Further investigation could not be performed since a biohazard remained even after the decontamination process. A root cause could not be determined. Dimensional measurement was not able to be confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing separated during priming. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tubing set separated during priming. Event description per email states: we have another tubing set that this has occurred with. Same issue. I do not have the lot number or the packaging as it was mixed in the trash with other waste. Tubing was primed with saline before it separated in two pieces.